Manufacturer narrative:
Citation: [escarcega, ricardo. Clinical profiles and correlates of mortality in nonagenarians with severe aortic stenosis undergoing transcatheter aortic valve replacement. 2016 mar; 173:118-25. Doi: 10.1016/j.ahj.2015.12.012] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the mortality in nonagenarians undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2007 and 2014. The study population included 654 patients (predominantly male; mean age 83 years), 144 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: increased aortic gradient, moderate aortic regurgitation, bleeding and vascular complications, new atrial fibrillation (afib), permanent pacemaker implant, stroke, and hypertension. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.